Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label, cracked battery tube threads, cracked case at battery tube side and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had crack. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.